Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to damage on ultrasonic probe, the number of missing element exceeds the standard value. There were few additional findings. Due to wear of forceps elevator lever, up/dowb knob could not be locked securely. Air/water cylinder and suction cylinder had discoloration. Due to deformation of scope connector, water tightness was lost. Due to damage on acoustic lens, displayed ultrasound image was defective. Acoustic lens was damaged. Adhesive on bending section cover had a crack. Connecting tube had a scratch. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the transducer of the gastrovideoscope had some dropouts. The device was returned and an evaluation at the repair center revealed gap of adhesive on the distal end, between the acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed gap between the acoustic lens and the ultrasonic probe could be determined. Olympus will continue to monitor field performance for this device.